Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio replaced the battery pins as a preventative measure. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio further reviewed the devices electronic keylog files and determined that the device battery #2 had sufficient charge remaining and the unexpected power off was the result of a device malfunction. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during patient monitoring. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.